Manufacturer narrative:
The damage found was sustained during the surgical procedure.  The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. The atrial lead to be implanted could not be fixated and was dislodged. The atrial lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.